Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 68 mg/dl at 12:50 p.m., 157 mg/dl at 12:59 p.m., 61 mg/dl at 1:00 p.m., and 66 mg/dl at 1:01 p.m. No adverse event reported. Return of the suspect device was requested for evaluation.